Event description:
It was reported to boston scientific corporation that a wallstent covered biliary endoprosthesis was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure with biliary metallic stent placement on (B)(6) 2011. The stent placement was part of a non-bsc sponsored clinical trial: rct steel (wallstent) vs nitinol (wallflex) bile duct stent for palliation of malignant obstruction. According to the complainant, the indication for the stent placement was to alleviate symptoms from malignant non-resectable cancer in the common bile duct. The stent was implanted successfully on (B)(6) 2011. Following the procedure, the patient developed cholangitis and icterus due to tumor overgrowth into the duodenum. On (B)(6) 2012, a second ercp procedure was performed. It was found that the stent had migrated proximally and the stent was occluded at the distal end. The physician cannulated the existing stent and implanted a second stent overlapping with the first. Following the placement of the second stent, the cholangitis and icterus resolved. No further medical intervention was performed and that patient was released from the hospital on (B)(6) 2012. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Reported event of stent migrated and stent occluded. Rct steel (wallstent) vs nitinol (wallflex) bile duct stent for palliation of malignant obstruction clinical trial a visual and functional examination of the complaint device could not be performed since the device was not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Cholangitis, tumor overgrowth, occlusion, and stent migration are listed in the dfu as adverse events associated with the use of this particular device. Therefore, the most probable root cause classification is anticipated procedural complication.